Event description:
Ptca of previously treated lesion and de novo lesion. The pt reported renewed symptoms. The coro showed restenosis of the prox cx and progression of the prox lad. Both sites were stented. Per physician to be related to device.